Manufacturer narrative:
Integra has completed their internal investigation on november 20, 2017. Failure analysis can not be performed at this time, because the product has not been returned for evaluation. The device in question was not released for review and the lot number provided is not a valid serial number for this product line. A device history record review will be performed when either has been submitted. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. Root cause is not determined at this time.

Event description:
It was reported that the patient's head was cut by the skull pin when it slipped. As per the representative's perspective, the torque screw "felt normal in terms of its spring." Additional request for information was sent and on (B)(6) 2017, the following was provided by the customer: on (B)(6) 2017, a (B)(6) year-old female was to undergo a posterior cervical laminectomy and fusion at c3-6. The mayfield clamp (lot number unavailable) along with the tz medical disposable adult skull pins (not an integra product) catalog number sp-001, was applied and the patient was placed in the prone position by the surgeon. These skull pins( lot number unknown) the packaging was discarded and are not available for evaluation. The torque screw was tightened to the appropriate pressure. The surgeon checked to make sure it was secure and seconds to one minute later felt the patients head move. He looked at the torque screw and it had slipped. Patients head was still in his hands when the torque screw slipped. There were three staff members who were around the patient and saw it slip. The length of time the product was in use before the event occurred was about a minute after the torque screw was tightened and before the head was let go of. The patient had a 4-inch laceration that required treatment. The action that was taken after the product problem occurred was that the product was removed immediately and another mayfield was used for the case. The patient did fine through surgery.